Event description:
It was reported that the patient experienced high blood glucose level event on (B)(6) 2026, as the customer stated that patient used leftover insulin out of old cartridge with infusion set. The blood glucose level was 300 mg/dl, which led to cause ICU admission and patient was treated with intravenous and fluids of saline and insulin.

Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.